Manufacturer narrative:
Integra has completed their internal investigation on 01/12/2017. Engineering was able to confirm this failure mode by using the photos provided by the customer. The foreign matter was evident in the pouch. Device history record reviewed for this product ID (a1072) lot # w41605150 a total of (B)(4) were manufactured on 09/29/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to "contaminate/foreign substance " for this product family shows that 4 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause was determined to be inadequate assembly environment in the subtier's assembly process. A scar was issued to (B)(4).

Event description:
A foreign substance was found on the a1072 mayfield disposable adult skull pins during the inspection of incoming goods by the distributor. Therefore, there is no patient contact or patient injury. It was in mixed in (B)(6) bags out of the (B)(6) bags.